Manufacturer narrative:
(B)(4). The subject device has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that a 900mr869 temperature/flow probe was identified to be loose at a temperature probe port of an rt266 infant dual-heated evaqua2 breathing circuit during setup and prior to patient use. There was no reported patient involvement.